Manufacturer narrative:
The device has been returned and evaluated by product analysis on 15-aug-2018 with the following findings: a review of the black box showed a no cartridge detected warning and the pump was not resumed by the user for deliveries. The alleged load malfunction was duplicated during investigation. Investigation found the force sensor was unable to detect the cartridge force due to moisture ingress to the sensor housing and flex pins. Moisture drops were visible under the display lens with a leak at the lens seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the "pump primed all the insulin out of the tubing during load step and did not stop or detect the filled cartridge inside the pump." There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.